Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure surgeon placed a screw and the screw did not hold. Surgeon selected another screw and completed the procedure.

Manufacturer narrative:
(B)(4): a review of the device history record revealed no complaint related anomalies.(B)(4): placeholder.

Manufacturer narrative:
A review of the manufacturing documents revealed that this article was manufactured according to the specifications. In addition the visual inspection has shown that the conical elements had been pulled out of their original position. Due to previous received market feedback the failure of this phenomenon has already been identified and it has been noted that in connection with spirit, pangea screws may suffer from above described damage when handled in a certain manner. The surgical technique guide is being updated.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as product is entering the complaint system.